Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2013; a 4196-88 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) was triggered due to noise and t-wave oversensing (twos). It was further reported in follow-up with the clinic that reprogramming was done and the rv lead remained in use; however, the patient is deceased and died approximately two months later. No additional information was available. The cause of death has been requested and has not been received.